Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct a failure investigation, the customer returned a case assembly. The customer reported that when the case assembly was replaced, the issue resolved. An investigation was performed on the returned component; however, the alleged malfunction was not confirmed. No fault was found with the returned component.

Manufacturer narrative:
(B)(4). Covidien/medtronic was not authorized to evaluate/service the device. A non-medtronic service provider found no anomaly with the connections and the inverter printed circuit board outlet voltage was almost 0 volts, another lcd display was connected and it also did not turn on.

Event description:
It was reported that during maintenance the (B)(4) ventilator display did not turn on. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.